Manufacturer narrative:
Follow-up #1: date of submission: 03/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/01/2017 with the following findings: a review of the black box showed a manual pump suspension, and an unexplained power on reset with deliveries resumed. An unexplained loss of prime followed by an unexplained power on reset was also found in the black box. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with the basal history and total daily dose showing the correct dosage. The pump passed delivery accuracy testing and was delivering accurately and within range. The total daily doses added up correctly and reflected the user's programmed basal rates. No delivery interruptions occurred during testing. The complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that there was an inaccurate delivery issue with the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.